Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was that they needed a battery. Caller stated that the representative told them that the battery was bad and needed to be replaced. Caller did not have the equipment with them at the time of the call, so agent advised the caller to call patient services back with the equipment present for further troubleshooting. Agent asked the caller for clarification on what the issue was; caller said that the stimulator itself wasn't working. Caller said that the stimulator itself was intermittent and the pt couldn't feel the usual buzz or anything and that everything just "went quiet". Agent understood that the issue was related to the therapy/ins battery and not the external equipment, however caller insisted that the rep told them to have the battery pack replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative. Rep stated they were not made aware of these issues. When they last spoke with the patient it was at the end of october and the patient said overall they were getting pretty good relief of his back pain and so they changed to group b to see if that would better help with the patient's leg pain as part of normal therapy titration. They left a voicemail for the patient to follow up but has not heard back from the patient.